Event description:
It was reported that the patient was experiencing 'more pain to get out of pain' and a change in therapeutic effect. It was noted that the patient's device had been adjusted 3 or 4 times since implant. The patient stated that he experienced pain in the chest and shoulder when he turned the stimulation on. The patient further stated that he felt coverage in the right areas, but he was feeling stimulation in other areas, which was painful. The patient indicated that a 'physician evaluated the lead placement and determined they were not placed as they were in the trial.' It was noted that the leads were placed "too high." The patient also was having communication and coupling issues with the device. It was noted that when the patient used the antenna locate feature, a power on reset (por) condition was displayed on the recharger. It was further noted that a normal recharging screen appeared after the por condition. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, implanted: (B)(6) 2012, product type lead. (B)(4).